Manufacturer narrative:
The investigation has not been completed yet; therefore, the cause of this event has not been determined. This is an initial report, and the results of the investigation will be described in a follow-up report.

Event description:
It was reported that air was drawn into the product during the procedure. The product was replaced, and the procedure was continued. No complications were reported.